Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was not confirmed. A posterior link break occurred that can appear similar to a cuff miss. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after an occlusion of a perforated shunt interventional procedure. Reportedly, a cuff miss occurred, the needles came back without the suture. A second proglide device was deployed and when the plunger was pulled 3 sutures were present, one was left from the first device. The physician then pulled at the wrong suture and pulled out the short, white ended piece together with the knot. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The second proglide device referenced is being filed under a separate medwatch MFR number.